Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The complaint history file contains further instances/related events of the reported event. The device was used for treatment and was not returned for evaluation. It was reported that during therapy the device stopped working. Potential causes for the issue experienced are:- 1. Dressing not applied properly, without creases and fixation strips, 2. Filter/port not adhered to dressing correctly, 3. Connector not correctly fastened and secured to the pump, 4. Tubing trapped, folded over/kinked causing a blockage, 5. Dressing integrity has been compromised. If the IFU is not directly followed, the delivery of effective negative pressure wound therapy may be impacted. We have not been able to confirm a relationship between the event and the device or identify a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that during treatment aspiration was not possible with the first dressing of the kit. A leakage defect was reported. The 2nd dressing of the kit was positioned and suction was possible. A small delay was reported.